Manufacturer narrative:
Block h6: imdrf device code a041001 captures the reportable event of stent punctured sheath.

Event description:
It was reported to boston scientific corporation that a wallstent rx biliary uncovered stent was used to treat an approximately 6cm malignant hilar stricture due to cholangio carcinoma during a biliary metal stenting procedure performed on november 13, 2024. The patient's anatomy was tortuous and was dilated prior to stent placement. During the procedure, it was noted that wire of the stent was coming out of the sheath, which resulted in deployment failure. The stent was removed from the patient fully covered by the outer sheath and another of the same device was used to complete the procedure. There was no patient complications reported as a result of this event.